Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: CT scan indicating possible rupture of left breast prosthesis and rupture of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction procedure with mentor memorygel breast implant 800cc gel breast prostheses that both ruptured post implantation. A CT scan indicated rupture of the right breast prosthesis and possible rupture of the left breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 800cc gel breast prostheses on (B)(6) 2021. During explantation surgery, it was observed that the left breast prosthesis was removed intact. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 24-nov-2021, mentor received additional information about the event. The patient suffered from burning in right breast along with tender lymph nodes. This medwatch report is for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).